Manufacturer narrative:
(B)(4). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). (B)(4). Device history records review was completed for part # 04.037.012s, lot # 9968685. Manufacturing location: (B)(4), manufacturing date: jan 16, 2016. Expiration date: dec 31, 2025. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent initial surgery for the femur trochanteric fracture. Reportedly, tfna nail was used in the surgery. Patient returned to the surgeon due to the suffering from pain. Surgeon performed x-rays and found that the nail broke through or in the area of the blade hole. As per the surgeon, there were no problems during or after the surgical procedure. No problems related to the after treatment or patient fall reported. The revision surgery was schedule on (B)(6) 2016. This complaint involves one (1) part. This report is for one (1) tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing evaluation results are as follows. The nail was returned in two pieces with the assembly intact. The nail is broken on the proximal end at the bump cut and there is extensive damage around break site. The material and the nail diameter were checked and no issues were found. The bump cut, oblique hole position and oblique hole size could not be checked with certainty due to damage. Not all relevant features to the complaint condition could be measured so it is unknown if the cause was a result of the manufacturing process, however the device history records showed there was no issues during the manufacture of the product that would contribute to this complaint condition. We can confirm that there were no issues with concomitant devices. They are all in intact condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.